Event description:
It was reported that three (3) extension sets leaked from the female luer connection with the blue cap. Liquid was coming around the sides of the cap. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample and one companion sample were received for evaluation. Visual inspection of both samples did not identify any abnormalities that could have contributed to the reported condition. Pressure and blockage testing were performed, and no leak or blockage was noted on either set. A pull test was also performed for both sets with no separation noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.